Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded far field r wave over sensing on the right atrial lead. Also, under sensing of r-waves was observed on right ventricular (rv) channel. Programming changes were going to be attempted to resolve both observations. Threshold and impedance values were within range with no noise on the rv lead. The pacemaker remains in service. No adverse patient effects were reported.